Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. The (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes had stopper creep out or loose closure. The following information was provided by the initial reporter: "when hcp tried to recap, the stopper was bent and couldn't be recapped."

Event description:
It was reported during use the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes had stopper creep out or loose closure. The following information was provided by the initial reporter: "when hcp tried to recap, the stopper was bent and couldn't be recapped."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.